Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient previously exhibited poor sound field thresholds, which improved with additional programming. Recipient reports sound is "unclear" with his ci and that he does not understand when people talk on the right side. The recipient describes sound quality as "scratching and noisy". He wears device only at school and says he feels he does indeed hear better with it on. Re-implantation is considered.

Event description:
The recipient previously exhibited poor sound field thresholds, which improved with additional programming. Recipient reports sound is "unclear" with his ci and that he does not understand when people talk on the right side. The recipient describes sound quality as "scratching and noisy". He wears device only at school and says he feels he does indeed hear better with it on. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. Fluctuations seen in the expert measurement are likely caused by using the audio processor instead of the max coil for measurements. This is a final report.